Manufacturer narrative:
This report was submitted in error. The original report appeared to be of a sterility breach. Follow-up information indicated that the package was "partially peeled but still closed"; it appeared there was no breach in sterility. The returned product showed evidence of complete sealing at the manufacturing site. One double dpt kit was received in its original package with more than 90% of the seal intact and unopened. The seal area at the lower left corner of the package had been peeled open approximately 9 cm in its length. The opened area was at the peel tab. The presence of adhesive in the opened area was evident and the adhesive transfer was also complete in this area. The remaining package seal was intact. No visible damage was observed on the package. Although the timing of the pouch being opened could not be conclusively determined, it appears to have occurred after the unit left the manufacturing facility. Review of the available information suggests that handling at the account may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that the package was broken before use. Follow up indicated that it was not sealed. Further follow up indicated that the "doctor observed it was opened a little on the edge of the dpt package before use".

Manufacturer narrative:
The device is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.